Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported he had his implantable neurostimulator (ins) explanted because it never worked. The patient stated that whenever they turned the ins on, the stimulation was so high he could not stand it and had to turn it off again. The patient further stated that the healthcare provider (hcp) stated that the lead was not in the correct position. The indication for implant was post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.